Manufacturer narrative:
Upon reassessment of the reported event, the product is not commercially available in the u.s. The initial report should be voided.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to dislocation subluxation. Revision njr index no:(B)(4).